Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure for a patient with severe aortic stenosis and a previously implanted 19-millimeter mosaic surgical valve, a 23-millimeter evolut transcatheter aortic valve was first inspected via fluoroscopy. This inspection revealed no abnormalities to the valve, so the delivery catheter system (dcs) was advanced into the patient. Due to a challenging implantation angle, proper coaxial alignment between the transcatheter valve and the surgical bioprosthesis could not be achieved, resulting in significant difficulty in positioning the valve at the desired implantation depth. Five deployment attempts were made, and in each attempt, upon reaching approximately 80% deployment, the implantation depth was deemed suboptimal. After each attempt, the valve was fully recaptured and redeployed using the same device. During the fifth deployment attempt, at approximately 80% deployment, infolding of the valve frame was observed, which had not been noted in previous attempts. The valve was subsequently retrieved from the patient¿s body. A new valve was prepared and successfully implanted at the desired implant depth on the second deployment attempt with the use of a new dcs. The procedure was delayed due to the valve infold and positioning difficulties.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure for a patient with severe aortic stenosis and a previously implanted 19-millimeter mosaic surgical valve, a 23-millimeter evolut transcatheter aortic valve was first inspected via fluoroscopy. This inspection revealed no abnormalities to the valve, so the delivery catheter system (dcs) was advanced into the patient. Due to a challenging implantation angle, proper coaxial alignment between the transcatheter valve and the surgical bioprosthesis could not be achieved, resulting in significant difficulty in positioning the valve at the desired implantation depth. Five deployment attempts were made, and in each attempt, upon reaching approximately 80% deployment, the implantation depth was deemed suboptimal. After each attempt, the valve was fully recaptured and redeployed using the same device. During the fifth deployment attempt, at approximately 80% deployment, infolding of the valve frame was observed, which had not been noted in previous attempts. The valve was subsequently retrieved from the patient¿s body. A new valve was prepared and successfully implanted at the desired implant depth on the second deployment attempt with the use of a new dcs. The procedure was delayed due to the valve infold and positioning difficulties. Additional information was received to report the second transcatheter valve was recaptured after the first deployment attempt to correct the position of the implant depth. The procedural delay was approximately one hour. Per the physician, the small size of the previously implant surgical aortic valve was a contributing factor to the infold.